Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. An x-ray confirmed the lead had dislodged into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.